Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittently the cartridge became detached from the pump which resulted in the customer's blood glucose (bg) level elevating to a "high" level (specific bg value was unknown). Multiple correction bolus' via the pump and manual injections were administered to address elevated bg. Reportedly customer continued to use the pump for insulin therapy.